Event description:
It was reported that the insulin pump alarmed motor error and compromised force sensor system. Customer's blood glucose was 213 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. No motor error alarm and passed motor test. No a33 alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.